Event description:
It was reported that balloon rupture occurred. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed over a 0.035 wire and the procedure was completed with another of the same device. No patient complications were reported.